Event description:
The customer's wife reported on (B)(6) 2014 her husband's blood glucose and insulin history. He was not feeling well, dehydrated and has been drinking water. At 3:50, the pod was deactivated and she noticed the pink slide insert was half way in the window.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to completely fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.